Event description:
A (B)(6) female patient contacted zoll customer support to her device produced add gel or replace belt messages. The pt was issued replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (trunk connector housing broken/missing) has been confirmed. As received, the connector¿s locking nut was missing, which would prevent the electrode belt from properly securing into the monitor. The root cause for the missing locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.